Manufacturer narrative:
The device was returned and evaluated by the supplier. Their evaluation found that the customer's complaint of disengagement failure could not be verified. The customer's perforator met functional test acceptance requirements, proper engagement and disengagement was achieved with every drilled hole, and there was no erratic or poor cutting action. Device history records (perforator assembly) show all tests and inspections, including a drilling test on each perforator, met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Disengagement failure. During surgery, the perforator (9mm) could not stop and caused a dura injury. Another perforator (11mm) was used to complete the case. No information is provided about the patient¿s condition at this point.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.